Manufacturer narrative:
A review of the manufacturing records indicated the lots met all pre-release specifications. The returned device was consistent with the product listed within the complaint by means of labelling and device features. The device displayed visible bowstringing as returned with deployment line tension noted at the endoprosthesis. However, deployment could be successfully resumed at the knob without issue. Moreover, the conditions present during the procedure cannot be replicated in a laboratory setting, and no remarkable observations were noted during device evaluation with respect to the functionality of the deployment mechanism. Therefore, no primary device failure mode could be identified, and the root cause of the reported deployment failure and observed device bowstringing could not be established with the available information.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) for chronic total occlusion of the right superficial femoral artery. Difficulty in crossing the guidewire was reported. After multiple plain old balloon angioplasty (poba), the guidewire was changed to v18. After delivering viabahn, the deployment knob was rotated. A deployment line was pulled, but the stent-graft did not deploy. The viabahn was removed from the patient, and new stent-grafts were placed without reported problems. When the removed product was checked, it was reported that the stent graft appeared to be partially deployed. The physician stated as follows: approached the contralateral side with destination 6f, but resistant was felt t to pass through anything. This time, there was more resistance than usual, and there was a possibility that the thread would break if I pulled it as it was, so I stopped deploying it.

Manufacturer narrative:
H6: analysis of production records: no device problem found. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.